Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: please note that two serial numbers ((B)(6)) were received but it is unknown as to which device the serial numbers belong to. Therefore, the serial numbers will be reported as unknown. Please note that mwr-11032022-0001146955 is related to this medwatch report. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. B5: the event description has been updated.

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the two impactor devices broke. Additional information received from the reporter indicated that the devices cracked and did not remain as one piece. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The actual device was returned for evaluation. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial or lot number was unknown; therefore, UDI: (B)(4). Device manufacture date is unknown.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device broke. Additional information received from the reporter indicated that the device cracked and did not remain as one piece. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The actual device was returned for evaluation. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the device could not be functionally tested as it was not received at the service center. The described failure by the customer was confirmed, based on photos only. A visual assessment was performed on the device, based on the provided photos only, which noted the following: ¿ photos show the device is broken; however, a serial number cannot be identified in the photo note: the described failure by the customer was confirmed; based on the photo only. At this stage of the investigation the root cause for the found defect cannot be fully determined. Since the product was not returned for evaluation and a physical evaluation, including confirmation of serial number, could not be conducted, no conclusions could be drawn at this time; no further investigation is required at this time. Note: if additional information is made available, the investigation will be updated as applicable. Additionally, per procedure, upon receipt of the device, a second product investigation will be created to conduct the investigation. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: - do not use excessive force. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: since we were unable to identify the device batch/serial number a service history review or a device history record review could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Hauptstrasse 24